Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10480. It was reported the pt is experiencing pain at her incision site. In addition, the pt stated she is scared of the technology from her scs system and has requested to have the system removed. The pt is feeling stimulation in the intended areas, but reported it is not helping her pain. The pt advised she now feels more pain than prior to receiving the scs system. The pt stated the pain is radiating up the side in which the ipg is located and along her spine where her incision scar is located. X-ray imagery confirmed the lead had not migrated. F/u info revealed the pt was seen for reprogramming. Impedance values were within normal range and effective stimulation was achieved. The pt stated that having stimulation on still makes her nervous. CT san and x-ray imagery revealed the hard mass at the bottom of the pt's ribs that she attributed to her ipg was a large cyst on her kidney. The pt was referred to another doctor to address that issue. The scs system remains implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.